Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step. There was no adverse impact to the customer's blood glucose level. It was determined that the caller was using an empty cartridge. A new cartridge was loaded, which resolved the issue as the caller was then able to see drops and resume insulin delivery. No further assistance was required.